Event description:
The customer had high bgs and ketones. The customer stated that even injectiosn were not bringing their bgs down. Advised customer they may want to go to the e.r. The customer stated that they will need to have a ambulance come out and they did not want to wait on the phone. Few days later, the customer called back and stated that there is no need to test the pump and they had made chages and seem to be controlling bgs now. The customer did not provide much info about hospitalization.